Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient noticed that the sensor wire was missing. No symptoms were reported. The patient went to the hospital. At the hospital an incision was made, but no sensor wire was found. A CT (computer tomography) scan was made, but also no sensor wire was seen on the results from this. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 2/4/2025.